Event description:
It was stated that the device failed during the spontaneous breathing test, and it did not detect the patient effort. There was no patient harm or adverse events reported as a result of the event. No physical damage to the device was noted.

Manufacturer narrative:
Demand valve was found not working as intended causing no breathing detection from user/patient. Demand valve was replaced, and the device passed all functional tests.